Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 5 was broken. The field service engineer replaced the broken plunger and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the matrix drawer 5 was broken. The customer stated that this malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.